Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (b)(6) 2026. According to the patient¿s parent, on (b)(6) 2026, the patient experienced a skin reaction with itching extended beyond the patch perimeter, ¿all over the body¿. The reaction was treated with a prescription of a Betnovat cream. After the removal of the sensor, the symptoms dissipated and the patient recovered. The reporter did not feel the need to reach out to a healthcare provider. At the time of the report, the patient´s current condition was unknown. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).